Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient did not receive the end of life alerts only one final end of life alert. Data was provided for investigation. Confirmation of the complaint was confirmed via data. There were no end of life alerts prior to the final alert. The probable cause could not be determined via data.